Event description:
It was reported that there was a power-on-reset (por) message. It was noted that the patient recharged like normal last week but this week was unable to recharge. It was noted that the patient was not able to adjust stimulation. It was noted that the patient was instructed how to clear the por and was successfully able to recharge and turn stimulation back on. It was noted that the issue resolved. It was noted that the only thing the patient recalled being around was a mammogram.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).